Event description:
The physician reported that after a pacemaker replacement procedure, follow-up of the subject pacemaker the patient had almost 15 seconds of asystolia and apparent pacing failure. Reportedly, the ventricular threshold was very good in unipolar configuration (1.00@0.35) and very high in bipolar configuration ( > 3.50@1.00).

Event description:
The physician reported that after a pacemaker replacement procedure, follow-up of the subject pacemaker the patient had almost 15 seconds of asystolia and apparent pacing failure. Reportedly, the ventricular threshold was very good in unipolar configuration (1.00@0.35) and very high in bipolar configuration ( > 3.50@1.00).

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis. Please refer to the updated attached analysis report.

Event description:
The physician reported that after a pacemaker replacement procedure, follow-up of the subject pacemaker the patient had almost 15 seconds of asystolia and apparent pacing failure. Reportedly, the ventricular threshold was very good in unipolar configuration (1.00@0.35) and very high in bipolar configuration ( > 3.50@1.00).